Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that corrosion is observed on the inside of the light guide (lg) cover glass, (this causes a decrease in the amount of light emitted.) There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion is observed on the inside of the lg cover glass. (This causes a decrease in the amount of light emitted.) Based on historical data, it was most likely that the reported malfunction was due to some kind of stress such as damage or deterioration of parts. However, the root cause cannot be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide new and updated information: h4.